Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels after a bolus and then changed the infusion set. Afterwards, the customer received a no delivery alarm. The customer's blood glucose level was 510 mg/dl. The customer treated with a syringe. The customer had symptoms of thirst, headache, and feeling tired. The customer performed a prime and saw that insulin exited and there was no alarm. The customer was informed that there may have been an occlusion. The customer declined to perform the high pressure test. The customer was advised to change their entire set, reservoir and insulin and treat per their doctor's instructions. The customer was sent replacement serters and infusion sets. The insulin pump was not replaced or returned for analysis.